Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was failing op check for etco2 and the port was loose. There is no indication of negative patient impact.